Manufacturer narrative:
The investigation determined that discordant, lower than expected tsh results were obtained from a single patient sample when tested using vitros tsh lot 6303 on a vitros 5600 integrated system. The vitros tsh results were lower than expected when compared to a roche elecsys tsh result for the patient. Quality control results and a patient correlation study indicated the vitros tsh lot 6303 reagent assay was performing as expected, and a diagnostic precision test demonstrated acceptable vitros 5600 integrated system performance around the time of the event. The most likely assignable cause of the lower than expected vitros tsh results is the presence of biotin in the patient sample. The tsc confirmed that the patient was on a dose of 5000 mg of biotin per day. In july 2018, ortho issued a customer communication (cl2018-149) to alert customers that biased results may occur for specific vitros immunodiagnostic products (microwell assays) at biotin concentrations which are lower than indicated in the current instructions for use (IFU). For the vitros tsh assay, a negative bias may be observed (= 10% bias) in samples with a biotin concentration of 5 ng/ml (0.5 g/dl).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report discordant, lower than expected tsh results obtained from a single patient sample when tested using vitros tsh lot 6303 on a vitros 5600 integrated system. The vitros tsh results were discordant compared to a roche elecsys tsh result for the patient. Patient 1, vitros tsh results of 0.208 and 0.219 miu/l (hypothyroid) versus the roche elecsys result of 1.860 miu/l (euthyroid). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros tsh result of 0.208 miu/l was reported to a physician. However, no treatment was altered, initiated, or stopped on the reported results. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).